Manufacturer narrative:
Block h6: impact code f1001 captures the reportable event of cancelled procedure. Block h11: the returned acquire needle was analyzed, and a product analysis observed that the working length is kinked right next to the luer. The luer was found bent. The reported event was confirmed. Based on all available information, it is possible that the technique used was possibly the reason why the working length was found kinked. When the handle is not grabbed or secured carefully, the weight of the device itself can bend the working length. Additionally, if excessive force is being used to grab any of the components of the device, this can lead to problems seen. It is also a possibility that the device was grabbed with too much force when it was being tighten to the scope. Additionally, it was reported that the procedure was cancelled due to conditions reported on the complaint. Since it was reported that the device wasn't able to be used and the procedure was cancelled, this event will be addressed as adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an acquire needle was used during an endoscopic ultrasound fine needle aspiration (eus-fna) procedure on (B)(6) 2024. During withdrawal of the acquire needle, the luer attachment was unable to unlock from the endoscope. The endoscope along with the stuck needle were removed from the patient. The specimen was collected from the needle of the device. The endoscope was sent for repair to remove the acquire needle. The procedure was canceled due to this event. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that an acquire needle was used during an endoscopic ultrasound fine needle aspiration (eus-fna) procedure on (B)(6) 2024. During withdrawal of the acquire needle, the luer attachment was unable to unlock from the endoscope. The endoscope along with the stuck needle were removed from the patient. The specimen was collected from the needle of the device. The endoscope was sent for repair to remove the acquire needle. The procedure was canceled due to this event. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: impact code f1001 captures the reportable event of cancelled procedure.